Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as a touch contamination. On the same day, the patient was hospitalized for this event and was treated with cefazolin (intravenously, dose, frequency and duration unknown) which was discontinued 20 days after onset of peritonitis. On an unreported date, peritoneal dialysis therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, it is unknown if the patient has recovered from this event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.